Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue on product. Visual inspection found haptic torn and deformed with residue on lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+2.0/082 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.